Event description:
Materials manager stated that component broke off during patient use. No patient information is available at this time. No patient injury has been reported. Sample is available for evaluation.